Manufacturer narrative:
The product involved was not returned for evaluation and the lot number information is not known. No medical records have been received and the cause of the event is unknown. Based on all information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A report was received from (B)(6) that a patient reported visiting a hospital ,while on vacation in (B)(6) and was diagnosed with an 'aggressive bacterial infection in right eye". Patient was treated with antibiotics. Patient followed up at (B)(6) hospital in (B)(6) and was admitted for a corneal ulcer for two days, treated with antibiotics. Patient reports having a corneal transplant on (B)(6) 2010, at (B)(6) hospital in (B)(6) and claims the hospital was unable to determine "which bacteria caused the fusarium keratitis". Patient recovered, but is following up with doctor every four weeks since corneal transplant.